Event description:
The customer alleged when they run their acmi cystoscopes inside an olympus case in the sterrad nx sterilizer, the scopes are coming out with a metallic residue and the end of the scopes are somewhat melted. They have not used these scopes on any pts and there have been no human reactions. When the substance first comes out, it is yellow. Then, it turns black after sitting in the tray. The scopes are no longer working. A total of seven scopes have this issue. The customer spoke to mdm, acmi and was told that these scopes are compatible in the sterrad. Acmi watched the facility manually clean their scopes and they did not see any issues with the cleaning procedure. The customer states that these devices were processed without an eto cap as instructed by acmi. Asp's clinical education consultant and account executive visited the facility and did not observe any cleaning issues. This report is for the fifth scope.

Manufacturer narrative:
(B)(4) damaged device. This is one of seven 3500a reports being submitted for this product malfunction. Please reference MFR report numbers: 2084725-2009-00369, 00370, 00371, 00372, 00374, 00375.